Event description:
Information was received indicating that a patient receiving total parenteral nutrition (tpn) via a smiths medical cadd-prizm® vip pump reported that it did not infuse overnight. The event log showed that the pump infused overnight but the tpn bag was noted to be full in the morning. Two other pumps were tried with no success. Four days following, a different cadd® high-volume administration set was used from a different lot number with no problems. No adverse effects were reported.